Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise caused by electromagnetic interference (emi) from the placement of a left ventricular assist device (lvad). The noise was noted to not be oversensed. As a result, surgical intervention was performed to surgically abandon and replace the rv lead. No additional adverse patient effects were reported.